Event description:
It was reported to boston scientific corporation on may 05, 2023 that an axios stent and electrocautery-enhanced delivery system was to be implanted transgastric to pancreas to treat a walled-off necrosis (won) during an endoscopic ultrasound (eus) with stent placement procedure performed on (B)(6) 2023. During the procedure, the axios stent was unable to deploy. The axios stent was partially deployed when it was removed from the patient. The procedure was completed with a 10x10 axios stent. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Imdrf device code a15 captures the reportable event of stent partially deployed.